Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was delirious and then he lost consciousness. The cgm reading was 277 mg/dl and his wife took a bg reading which was 44 mg/dl. The wife treated the patient with baqsimi nasal powder (glucagon), fruit juice and fruit bar. At the time of the report the patient was feeling better and just had little bit of headache, the cgm reading was 388 mg/dl and the bg reading was 144 mg/dl. At the time of contact, it was indicated that the patient was stable data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. The reported glucose values fall within the c zone of the parkes error grid when patient was tested after treatment was provided. No additional patient or event information is available.